Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). The following information was requested, but unavailable: please provide lot number? Are there pictures of the damaged device available? No device will be returning for this case. If further details are received at a later date a supplemental medwatch will be sent. Event associated with ultrapro hernia system reported. Event associated with ultrapro plug reported via mw# 2210968-2022-06813.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and the mesh was used. It was reported that the size of the product is not written on the package so the surgeon is confused. It was reported that another device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.